Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. A review of the subject lot (63943638) did not identify any related non-conformances which would cause or contribute to the reported event. Investigation has yet to be completed and results are unavailable at this time. These facts do not suggest a systemic quality issue with the lot. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number: (B)(4), g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h4: manufacturer date, h10: added manufacturer narrative.

Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that an implant (tsv4h13) was unable to be placed into osteotomy. Implant did not achieve primary stability. Site was bone grafted. Tooth location 8.